Event description:
Procedure type: unknown. According to the reporter: lens fell off the end of the visiport exposing the blade. No pieces fell into the cavity, the blade cut a bit of the fascia and treatment was minimal. There was no additional bleeding, and neither the or time nor the incision size were increased. Another instrument was used, patient status is fine. No patient injury was reported.

Manufacturer narrative:
(B) (4)